Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned. Upon visual inspection, it was noted that there was blood/body fluid in the proximal conductor (not obstructed). Upon visual inspection, it was noted that the outer insulation of the lead was breached. Upon visual inspection, it was noted that there was apparent explant damage to the lead. It is difficult to determine if there are set screw marks on the is-1 pin.

Event description:
It was reported that during the implant procedure the physician experienced high impedances even with the lead placed in various locations in the rv. The lead was not implanted. No patient complications have been reported as a result of this event.